Event description:
The patient reported that the up and down arrow buttons stick and the buttons needed to be pressed multiple times to activate desired pump functions. The patient reportedly does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation revealed that the up and down arrow buttons were sticking but activated desired pump functions when pressed. Contamination was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.